Event description:
It was reported that the system responded with an error 5 and that the 440 stud had snapped. Another handpiece was used to proceed with the case. There was no pt consequence. The customer did not wish to return the device.